Manufacturer narrative:
This report is for an unknown expedium verse screwdriver/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an expedium verse case, the screwdriver became undone a number of times with the 2 pieces. They are believed to be worn out. The case was completed successfully without any delay and the patient is doing well. This report is for one (1) expedium verse screwdriver. This is report 1 of 1 for complaint (B)(4).